Manufacturer narrative:
This report is being submitted to relay additional information. Customer confirmed the implant lost integration.this event no longer meets reportability requirements. No further medwatch report will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: describe event or problem was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Customer confirmed the implant lost integration.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that patient is healthy. (B)(6) 2018 implant was placed, in (B)(6) 2020 the implant was moving with the crown which is when they pulled out the implant.